Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by a distributor. Below are the details of the physician and the healthcare facility: (B)(6). Phone: (B)(6). Email: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly was detached from the bushing but attached to the control wire which is evidence of soft deployment. The first activation was not performed. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the device was returned with evidence of soft deployment and without any activations. This means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by the insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. However, these are only hypotheses. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. The device was used and attempted to be opened, but it did not perform its function. In the same way, when trying to deploy it did not do so and remained stuck next to the metal displacement guide. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by a distributor. Below are the details of the physician and the healthcare facility: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. The device was used and attempted to be opened, but it did not perform its function. In the same way, when trying to deploy it did not do so and remained stuck next to the metal displacement guide. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.